Event description:
Customer called to report a pod that she was not sure was delivering insulin. There were no alarms or any sign of a leaking site. The customer stated after the pod was placed her bg rose to 400 over a period of a few hours and that correction boluses seemed to have no effect. No further information reported.

Manufacturer narrative:
The pod was evaluated for damage and/or defects. The pod was tested for flow and fluid was observed exiting the distal tip of the cannula. This demonstrated the pod was not occluded internally. The data downloaded from the pod indicated that the device was activated and was delivering insulin. Further inspection revealed damage in the wall of the cannula 0.26" from the distal and where fluid was observed leaking. It is not possible to determine the exact cause of the damage to the cannula or if it occurred before or after use and removal. The user is instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. A review of the DHR for this lot does not show any abnormal event or trends from manufacturing and testing. The lot was found to have met all acceptance criteria.